Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported experiencing headache, with sensor reading of 45 mg/dl as compared to an adc meter result of 452 mg/dl. The customer went to a hospital and a healthcare meter result of 'hi' (did not specify greater than result) was obtained. The customer was provided treatment of insulin via IV for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event. The results of sensor scan against adc meter result when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.